Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead triggered the lead integrity alert one day after device changeout. It was further reported that the lead now had a pace sense impedance greater than 3000 ohms and there was no capture after pacing threshold had increased over time. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: updated initial reporter contact address. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed that a review of the save to disk file found no anomalies with the device.